Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "patient attended facility for assessment appointment. Staff unable to gain venous return from PICC or flush adequately. Chest x ray taken- PICC tip located in upper svc. PICC removed as per infusional services as not in optimum position for sact administration. When PICC was removed a very pronounced kink was noted just after 8cms. Described as a ¿right angle bend¿. Then another smaller kink noted at 6cms. These kinks being determined as the cause of the PICC not working appropriately. This PICC was only inserted 2 days before this in incident. No harm or injury caused to patient. PICC removed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinks along a powerpicc is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed use residues throughout the returned powerpicc. A microscopic observation revealed subtle circumferential kinks along the catheter including one at the 6 cm depth marker, one at the 30 cm depth marker and one between the 16 cm and 17 cm depth marker. The kinks were noticed due to the characteristics of elliptical shaped portions of the catheter. The 6 cm depth marker kink had some beginning characteristics of flexural fatigue such as ¿c¿ shaped impressions at the kink. Measurements of the catheter tubing thickness were taken and compared against the part drawing revealed the catheter tubing to be within drawing specifications. Because slight kinks were found along the returned catheter but the tubing was within specifications, the complaint of kinks along a catheter during placement are confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer, "patient attended facility for assessment appointment. Staff unable to gain venous return from PICC or flush adequately. Chest x ray taken- PICC tip located in upper svc. PICC removed as per infusional services as not in optimum position for sact administration. When PICC was removed a very pronounced kink was noted just after 8cms. Described as a ¿right angle bend¿. Then another smaller kink noted at 6cms. These kinks being determined as the cause of the PICC not working appropriately. This PICC was only inserted 2 days before this in incident. No harm or injury caused to patient. PICC removed."